Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 565 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump. Customer declined to continue troubleshooting for high blood glucose. Customer was on auto mode. Customer states that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose values were 565 mg/dl and the sensor glucose was 90 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis and insulin pump will not be returned for analysis.